Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was implanted and exhibited normal impedance measurements, however, after the lead was unscrewed, high rv pacing impedance was observed. The lead was retracted, repositioned and tested again but high impedance measurements were still observed. It was noted after several attempts, there was no capture and continued high impedance, therefore, the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.